Event description:
During a remote follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Lead damage was suspected. The rv lead was capped and replaced to resolve the event. The patient was stable.